Event description:
A patient stated she was using a pen needle and it broke off in her stomach and is going to require surgery. We let he know this is a manufacturer issue and there's nothing we can do in the pharmacy.